Event description:
It was reported that the patient had inappropriate shocks due to the oversensing of noise. There were some untreated episodes also due to the oversensing of noise. Technical services advised some testing and programming options. There were no additional adverse patient effects. The system remains implanted.